Event description:
This x-ray system crashed during the exam with the patient on the table. The digital imaging processing was not available. The system showed the following error message: "digital processing unavailable".

Manufacturer narrative:
Conclusions, method and results: the investigation found that the described problem had to do with the viewing substation (visub). The system was checked by performing a visub clear and inspection of the visub logs. It was found that there was a possible problem with one of the image disks. However, subsequent testing on disks found no problems. The system was remaining fully operational. The exact root cause unknown. During the reboot of the visub, the system was available within 5 minutes. The patient was surrounded by a trained staff to stabilize to prevent patient harm. Therefore, the risk to patient remains acceptable.